Event description:
Information was received that the cadd legacy pump alarmed for no disposable clamp tubing. Patient says occurred about 8 times in a 48 hour period. Sent the customer a replacement pump. Remodlin 50 nkm, continuous intravenous. Infusion is life sustaining. No reported adverse effects.